Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2013 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2013. Model number/catalog number: sc-2138-70, serial number: (B)(4) batch/lot number: 140270/140455, model/catalog description: phase iii linear leaad 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.